Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose level was 300 mg/dl, diabetic ketoacidosis, and high ketones identified as life-threatening by a healthcare provider; cause was not known. Customer was treated with intravenous fluids of saline, potassium, and insulin. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.